Manufacturer narrative:
Add'l manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt was hospitalized in 2007 due to hypoglycemia. The reporter states the pt experienced low blood glucose and the paramedics were called. The emt's transported her to the ER where she was treated with a reported 8 vials of dextrose. The devices should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.